Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for routine device upgrade and atrial-ventricular node ablation. During the procedure the physician noted that the torque wrench could not properly seat in the right ventricular setscrew of the new implantable cardioverter defibrillator. When the physician attempted to make contact, the set screw dislodged from the header. A replacement device was obtained due to an issue unrelated to the setscrew anomaly. During the ablation procedure the patient went into ventricular tachycardia and required external defibrillation. After successful node ablation, the physician connected new device and the procedure was completed with further incident. The patient was recovering.

Manufacturer narrative:
The reported field event of set screw issue was verified in the lab. However, the issue was found to be consistent with the implant procedure. The rv set screw (is-1) was missed upon receipt. It is believed that the set screw fell out during the implant procedure. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench using a rv (is-1) test set screw and lead; the test lead was fully inserted and secured without difficulties. The pacing lead impedance and sensing were found to be normal.